Event description:
Additional info received on 6/16/97 indicates "would not inflate."

Manufacturer narrative:
Pump performed within specifications. Cylinder was functional. Cylinder had a wear leak. Tubing was functional.